Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high glucose after a usual breakfast and noted frequent glycemic fluctuations while using the ilet with a dexcom g7 and 6 mm/23 in infusion set; review indicated missed or improper announcements, including announcing meals while low and not announcing snacks, which affected insulin delivery and contributed to subsequent highs and lows. Symptoms included hyperglycemia followed by hypoglycemia requiring treatment with oral glucose. Outcomes included self-management with glucose tablets and education on proper snack announcements and timing. Investigation included guided troubleshooting, review of device data after repairing and syncing the ilet, and assessment of alarm history and meal announcement practices. Investigation of this case revealed user technique issues related to meal and snack announcements and announcing while low, with device performance otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that user-related factors were the most probable cause.